Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement for normal battery depletion in (B)(6) 2011, this atrial lead was also explanted due to noise noted rom routine interrogations. There were no adverse patient effects reported at the time. Seven years later, the patient contacted boston scientific technical services (ts) stating she was scheduled for a surgery because her device reached elective replacement time (ert). While discussing recent symptoms, the patient made a comment that during the march 2011 extraction of this lead, her vein was dissected. The vein dissection was previously reported (see report number 2124215-2017-16962). In (B)(6) 2017 because at that time the patient mentioned that her vein was torn during the implant of the replacement lead. Attempts to clarify the discrepant information regarding when the dissection occurred were made but unsuccessful.